Manufacturer narrative:
Patient sex/gender: male. Additional information received indicated that a probable cause could be how the plunger from the loader was causing the haptic to bend. Patient has recovered. Left eye. Device available for evaluation: yes, returned to manufacturer on: 3/6/2019. Device returned to manufacturer: yes. Device evaluation: the za9003 lens associated to the complaint was received on 03/06/2019 in the original folding carton, the lens case was received as well. The lens was received cut in three pieces, traces of viscoelastics are observed on the lens indicating it was prepared for surgical purposes. This is consistent with the information provided that the issue occurred during an attempt to implant the lens and the removal/ replacement reported. The reported haptic damaged was verified. Since the lens was prepared and an attempt for insertion occurred at the surgical site; a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6).

Event description:
It was reported that doctor noticed a bent in an upward twist on the trailing haptic of lens model, za9003 monofocal iol (intraocular lens). As a result, the doctor decided to cut the lens out and replace it with another lens. Customer reportedly was not sure if the same lens model was utilized during replacement. It was also noted that there were no secondary interventions required such as incision enlargement, sutures or vitrectomy. No additional information provided.